Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported he was in a diabetic coma for 45 to 60 days. Customer declined to give further information on hospitalization. Customer's blood glucose was 393 mg/dl. Customer was called back in attempt to get hospitalization details. Customer reported that twice his blood glucose has gone up to 2000 mg/dl, he passed, then another time his blood glucose dropped to 19 mg/dl and customer passed out. Customer stated he refused to drink orange juice and that was the reason why he passed out. No further information reported.